Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center is intermittently getting black and white image issue. The event occur during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support via phone. No troubleshooting was performed but the customer was advised to check the pins on the communication cable. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other information received from the customer.